Manufacturer narrative:
(B)(4). Similar to device under 510(k) k073374. MFR date unknown as lot # is unknown. Summary of investigational findings: investigation of the returned filter confirmed fracture of filter leg. The analysis revealed that the fracture started on the inside of the filter leg. Since the crack started from inside/center of the filter, the leg may have been bent outwards and "locked" in an awkward position. The implant period and medical history is unknown, but it is known from published scientific literature that manipulation in the area of filter placement could contribute to changes in filter configuration. Fracture of the wire is an uncommon, but known risk in relation to filter implant. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: one of filter wire fractured/broken and fell into patient's body when the physician remove the filter. The physician removed the filter but one of filter wire stayed in patient's body. The patient require an additional procedure due to this occurrence to remove the filter wire. However, according to the initial reporter, the patient has been discharged from hospital and did not do the additional procedure. Patient outcome: a section of the device remain inside the patient's body. According to the initial reporter, the patient has no adverse reaction till now.